Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced presyncope. The right ventricular (rv) lead exhibited pacing inhibition, high and undefined impedance, oversensing. It was further reported that the rv lead had a bipolar fracture and was still pacing in the unipolar setting. The rv lead was reprogrammed. It was also reported that the right atrial (ra) lead exhibited fracture and non-capture. The rv lead and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.